Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). When reviewing reportable event, one add'l case with a similar fault description (patient stuck in the seat of calypso device) was found. Taking into consideration about (B)(4) calypso devices manufactured since 1996 the trend observed for this failure mode is considered to be low. We were not able to find a deficiency with the device. This means that the lifting system was not up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. From our eval it appears a number of other use errors caused the event. The most relevant use error being failure to maintain the device: need for examination is stated in the instructions for use (04.cd.03 rev.2): 'weekly- examine the lift hygiene chair for damage." Please be aware that the device is 17 years old and it's passed the intended lifetime according to the IFU: 'the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in arjo's operating and daily maintenance instruction and space parts list.' We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the received info and our eval as described above are showing that if the safety warnings present in the instructions for use to correctly use the device are followed, it appears very unlikely that there will be any patient or caregiver risk.